Event description:
Medtronic received a report the cuff on the endotracheal tube was torn. Customer indicated there was no patient harm with this event.

Manufacturer narrative:
The sample was received for analysis and the reported event was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed that the cuff had a tear. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the endotracheal tube was torn. Customer indicated there was no patient harm with this event.